Event description:
It was reported that the surgeon broke the long arms of the mantis redux tulip, and then used the anti-torque wrench and the torque wrench for final tightening. Before the final tightening of the blocker, on l5 right side was out of the tulip. Surgeon used the anti-torque wrench with the torque wrench to tighten the blocker into the tulip. The blocker, which turned into the mantis redux screw when inserted, turned into the screw during final tightening. The blocker was turning in emptiness. The surgeon removed the blocker on l5 and put it aside, removed the blockers on l4 and s1, stem, and screw on l5 was isolated. He inserted another mantis redux screw, and then reinserted the rod, blockers and performed the final tightening.

Manufacturer narrative:
Conclusion: no product issue related to the reported event was found with this product.

Event description:
It was reported that the surgeon broke the long arms of the mantis redux tulip, and then used the anti-torque wrench and the torque wrench for final tightening. Before the final tightening of the blocker, on l5 right side was out of the tulip. Surgeon used the anti-torque wrench with the torque wrench to tighten the blocker into the tulip. The blocker, which turned into the mantis redux screw when inserted, turned into the screw during final tightening. The blocker was turning in emptiness. The surgeon removed the blocker on l5 and put it aside, removed the blockers on l4 and s1, stem, and screw on l5 was isolated. He inserted another mantis redux screw, and then reinserted the rod, blockers and performed the final tightening.